Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at rca. Approximately 19 months post index procedure patient experienced an mi. Patient was treated by CABG of rca. Investigator indicated that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of the procedure (mi).